Event description:
On 17-mar-2025, the manufacturer was notified that the user was admitted to the intensive care unit (ICU) due to diabetic ketoacidosis (dka) with blood glucose (bg) levels greater than 400 mg/dl. Ems was called and provided intravenous insulin and transported the user to the hospital, where they were admitted to the ICU. The user has since resumed use of the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.